Event description:
Facebook comment: I had the pacemaker put in and it malfunctioned. It kept shocking. And because my hometown hospital wasn't equipped to do the surgery I had to take a 4 hr ambulance ride to the nearest hospital that could. All that the while being shocked every min or so. With no pain meds, I might add. They finally took pacemaker out and I have been nauseous and vomiting ever since. I did weigh 168 now I weigh 118. My gi dr doesn't know what to do with me bc I refuse another pacemaker. Bc I am terrified of going thru that again. Plus, that ambulance ride was $12,000. Why you think on this and maybe you can give a solution. Because as of now my quality of life just isn't that great.

Manufacturer narrative:
Patient had device explanted in september due to shocking sensations and is unhappy with subsequent progression of symptoms yet does not want another enterra device implanted. Device was disposed of onsite therefore no analysis possible. No further action to be taken.